Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited loss of capture (loc). The patient was pacemaker dependent and required ra pacing. An invasive procedure was performed. The lead was cut and surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.